Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 15-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple call service 054/052 alarms. A call service 054 alarm may cause the display to become blank for several seconds. During investigation, the pump was powered on and the display was found to be blank. Moisture was observed in the battery compartment. The battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture was observed on the display flex connector.